Manufacturer narrative:
One 20051e sample was received for investigation; the product appeared unused with no signs of residual fluid. No packaging was received with the sample, however the customer indicates the affected lot number to be 20016797. A section of an unknown set was received connected to the female luer of the returned sample. A visual inspection confirmed the customer's experience as the tubing was identified to have been torn approximately 10mm from the female luer component. The details of this feedback were forwarded to the manufacturing site for investigation. A review of the production records for lot: 20016797 did not identify any in-process testing failures or quality deviations which may have resulted in a report of this nature. In this instance the tubing of the product appeared to have been torn; as the customer confirmed the damage occurred during attempts to stretch the product, it is unlikely that the damage occurred as a result of a manufacturing defect. A review of the customer feedback database indicates that this is an isolated occurrence with no other report for damage of this nature against the 20051e set in the past 12 months.

Event description:
It was reported that t-conn w / luer slip adpt tubing was damaged. The following information was provided by the initial reporter: the reported feedback suggests smartsite tubing torn into two. Smartsite 20051e was torn into two pieces when distributor stretching the tubing by hand to show its strength and flexibility.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that t-conn w/luer slip adpt tubing was damaged. The following information was provided by the initial reporter: the reported feedback suggests smartsite tubing torn into two. Smartsite 20051e was torn into two pieces when distributor stretching the tubing by hand to show its strength and flexibility.